Event description:
It was reported that the bd venflon¿ pro safety leaked from a micro hole in the injector. The following information was provided by the client: "injection of propofol, on catheter observed reflux of blood, reflux of propofol, propofol outside the catheter, cap has a micro hole."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-may-2022. H6: investigation summary two used (contaminated) end caps were received by our quality team for evaluation. The end caps were returned in the unit package of batch 1274662 and does not belong to reported complaint. After visual inspection, the end caps were molded from cavity 49 and a sink mark was observed on the end cap and a through hole is observed on the luer cone tip. A review of the internal manufacturing device records and raw material history files for the reported and unreported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated. For the reported batch, as no actual sample or photo was returned from this this batch, the root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety leaked from a micro hole in the injector. The following information was provided by the client: "injection of propofol, on catheter observed reflux of blood, reflux of propofol, propofol outside the catheter, cap has a micro hole."